Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. A correction bolus was delivered to address bg. Reportedly the customer was attempting to load the pump with empty cartridges. A new cartridge was loaded and the customer resumed insulin therapy.